Event description:
Per the surgeon, the patient experienced skin overgrowth on the abutment. It was reported the patient underwent skin revision surgery and treated with steroid (specific date not reported).